Event description:
It was reported that carelink showed high impedances greater than 200 ohms. A chest x-ray showed a fractured svc coil and that the lead had moved down from the original implant position. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.